Manufacturer narrative:
Investigation: customer returned five (5) used 32g x 4mm bd pen needles. Consumer reported needles aren't made right, wires hang out, and it hurts when she takes her diabetic insulin shots. All five returned samples were examined, and it was observed that one of the returned pen needles had a bent non-patient end (npe) cannula. No damage to the hubs were observed, and no evidence of manufacturing defects were observed ¿ see attached photos. All five returned samples were tested for visual inspection of point geometry, outer diameter and lube coverage. As all five samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (damaged hub, needle point integrity) root cause for the alleged issues (damaged hub, needle point integrity) cannot be determined at this time as the issues are unconfirmed. The possible root cause for this issue (bent npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found containing foreign matter and difficult to operate during use. The following has been provided by the initial reporter: it was reported that needles aren't made right, wires hang out, and it hurts when taking insulin shots. Verbatim: needles aren't made right, wires hang out, and it hurts when she takes her diabetic insulin shots. 5 "bad" ones were saved. "Your needles are bad". Bd nano-pen. Lot # 8346587 expires 2023.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8346587. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-12-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found containing foreign matter and difficult to operate during use. The following has been provided by the initial reporter: it was reported that needles aren't made right, wires hang out, and it hurts when taking insulin shots. Verbatim: needles aren't made right, wires hang out, and it hurts when she takes her diabetic insulin shots. 5 "bad" ones were saved. "Your needles are bad". Bd nano-pen. Lot # 8346587 expires 2023.